Event description:
It was reported that the patient received an inappropriate shocks. The pocket was opened and the lead was checked with the analyzer and all measurements were ok. An attempt was made to connect the lead back to the device failed due to a setscrew problem. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. (B)(4).